Event description:
It was reported that this patient initially presented to the emergency room with loss of capture of an unspecified duration on the right ventricular (rv) channel of this pacemaker. Capture thresholds were high so the outputs were increased to the maximum value. It was noted that the patient had a slow underlying rhythm. She was admitted to the hospital and the physician elected to monitor the device. Impedance measurements were noted to be in the satisfactory range. Close to two years later, it was reported that there was an issue with the pacemaker. The ventricular rate was 40 beats per minute; an x-ray verified that the lead was in place. Rv automatic threshold measurements were suspended and the rv intrinsic amplitude was out of range. The presenting electrogram appeared to show loss of capture on the rv channel and rv outputs were high. The device was explanted but has not been returned for analysis.